Event description:
Note: the date of event is unk. Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-02076, #3005099803-2009-02077, and #3005099803-2009-02078 for a description of the other devices. It was reported to boston scientific corp in 2009, that a radial jaw 3 large capacity single-use biopsy forceps was used during a procedure. According to the complainant, during the procedure, after advancing the device through the working channel, the jaws felt slow to open. The physician removed the scope from the pt and ended the procedure. There were no pt complications reported as a result of this event. Add'l info from the site indicated that upon visually inspecting the device during preparation, a slight bend was identified in the forceps.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.